Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on july 2015 by the american journal of sports medicine titled ¿outcome of a combined anterior cruciate ligament and anterolateral ligament reconstruction technique with a minimum 2-year follow-up.¿ the study reviewed 92 patients and identified acl/pcl instability requiring reoperation with bioabsorbable interference screws and tenodesis screws in 7patients during the 3-year follow-up period. Ref: sonnery-cottet b, thaunat m, freychet b, pupim bh, murphy cg, claes s. Outcome of a combined anterior cruciate ligament and anterolateral ligament reconstruction technique with a minimum 2-year follow-up. Am j sports med. Jul 2015;43(7):1598-605. Doi:10.1177/0363546515571571.